Event description:
It was reported that intermittent atrial under sensing was observed on the implantable cardioverter defibrillator (ICD) during a patient visit in clinic. Previous remote transmission also noted occasional under sensing due to low amplitude p waves. Programming changes were recommended. There were no reported patient consequences.